Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/26/2016 with the following findings: a review of the pump black box showed multiple unexpected power events. The pump battery compartment was observed to be undamaged. No battery cap was returned with the pump; a test battery cap was inserted and was able to maintain electrical connection. Ezprime steps were performed without issues. No power events or alarms occurred during testing. The pump was opened and no intermittent conditions were found on the printed circuit board. The pump was found to be performing within specifications during testing. (B)(4).